Manufacturer narrative:
The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a scope communication error (b30), no image displayed, and corrosion of the adhesive around the light guide lens and the a-rubber. Based on the results of the investigation, since the customer¿s allegation could not be reproduced, a root cause could not be identified. Regarding the newly identified malfunctions: due to corrosion of the plug unit and the cable unit, the scope displayed a communication error (b30) and no image was shown. For all remaining new findings, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error code 216. The issue occurred during inspection prior to use, and there were no reports of patient involvement.